Event description:
In 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On the following month, it was noted that the right limb had thrombosed. A reintervention took place on five days later to perform a femoral bypass. The pt is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted in this pt: pxc161000 / 04998142.